Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented for generator change out. High, hv voltage lead impedance was noted. Possible cause is an antibacterial patch saround the generator. A device shock was suggested. The patient will be monitored with follow-up routine.